Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s glucose rose to 234 mg/dl after an unannounced lunch while using the ilet, and the user acknowledged forgetting to announce the meal and agreed to allow the pump to correct without entering additional meal announcements. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included a customer communication and review of device use related to meal announcement and postprandial hyperglycemia. Investigation of this case revealed user error related to a missed meal announcement with the device operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error due to a missed meal announcement.